Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly evaluated. Visual inspection of the device header and case did not reveal any anomalies. It was confirmed that the device had no telemetry and a memory download could not be performed. The device case was opened in order to assess the internal components. Initial electrical testing revealed an issue with the transformer that resulted in electrical overstress damage to the power supply circuitry. Detailed analysis determined the inability to interrogate this device was due to the electrical overstress damage. This resulted in a high current drain, which depleted the battery more quickly than expected.

Manufacturer narrative:
The explanted device is expected to be returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. The programmer was not able to establish telemetry with the device. Premature battery depletion was suspected. The patient was hospitalized and the device was explanted and replaced that day. No additional adverse patient effects were reported.